Manufacturer narrative:
Device evaluation the evercross was removed from the packaging and inspected. Dried blood was observed on the outside of the balloon segment. There was no indication the balloon inflated previously. No damages to the returned evercross was observed. Functional testing: a 0.014" guidewire from the lab was attempted to be front loaded; however, a blockage was encountered. Likely due to dried contrast and/or biologics within the gw lumen (not related to the reported event). An inflation device from the lab filled with water was connected to the balloon port of the manifold. At approximately 8 atm, the balloon had inflated. No signs of leaks were noted. With the evercross soaked in water and constant pressure (14 atm) administered to the balloon for approximately 12 hours. The balloon remained inflated. The balloon was squeezed between two fingers and found no leak. Negative pressure was applied to the balloon and the balloon was able to deflate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the evercross balloon was to be used to treat a lesion in the left mid sfa. No damage was noted to packaging, no issues noted when removing device from hoop/tray. The device was prepped per the IFU with no issues. The device passed through a previously deployed stent, no stent interaction was reported, no resistance was encountered when advancing the device and no excessive force was used. It was reported the physician was unable to inflate the balloon whilst in the patient, it is unknown where the leak is on the balloon. The procedure was completed with another balloon. No patient injury.